Manufacturer narrative:
(B)(4). The cause of the system error 2240 was an incomplete prime of the patinet line extension, which is a known cause of this alarm.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367, which occurred on the homechoice (hc) during initial drain; the patient was connected. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that the patient line extension was connected prior to prime, but was not fully primed prior to connecting the patient. The technical service representative (tsr) had the hp close all clamps and cycled the power to clear the alarms and end therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify her peritoneal dialysis registered nurse and start over with new supplies. Proper procedures were reviewed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.